Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colectomy procedure, the device ws used to complete the anastamosis with knight's method. After firing the device, a leak test was performed and there was no leakage. On the eight day after surgery, the patient presented with a fistula. Additional medical treatment was needed, but there is no additional information available. No device will be returned.